Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that the pump indicated a data log corruption. Customer¿s blood glucose level was 146 mg/dl. The customer reverted to alternate insulin therapy.